Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Evaluation summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an unk procedure, the mucous membrane (oral side) was ripped out of tissue while surgeon extracted instrument. Surgeon needed to stitch everything over manually to complete surgery. Pt did have severe pain post operative. One device was discarded. No further information available.